Event description:
The user received a false negative tsh result that was not reproducible for one sample from a pt born in 1926. The first measurement gave a result of 0.101 uui per ml. The sample was retested in 2009 and gave a result of 17 uui per ml. The result of 17 uui per ml was believed because the user rec'd a result of 18 uui per ml on another sample from this pt drawn on the same day. No info was provided to determine if the erroneous result was reported. The user provided info stating there were no consequences on the pt treatment or medication, due to the discrepant result. If add'l info is rec'd, appropriate notification will be provided.